Event description:
The article, "inter-atrial septal balloon dilation to facilitate intracardiac echocardiography guided left atrial appendage occlusion", was reviewed. The article presented a retrospective, single center study to evaluate the effect of pre-dilation of the interatrial septum (ias) with an 8mm balloon on the ease of crossing the intracardiac echo (ice) catheter, fluoroscopy time for crossing, and overall procedure time. Devices included watchman flx and amulet. The article concluded that balloon dilation of transseptal puncture (tsp) is safe and is associated with increased efficiency in ice-guided left atrial appendage occlusion (laao) procedures. [The primary and corresponding author was (B)(6)] the time frame of the study was not reported. A total of 50 patients were included in the study, divided in two groups, conventional vs balloon dilation, with 25 patients in each group. The average age for the conventional group was 79.3 years and the balloon dilatation was 77.3 years. The majority gender for both groups was male. No comorbidities were listed in the article.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with unknown co-morbidities including. Some of the complications reported were device-related thrombus and peri-device leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title: inter-atrial septal balloon dilation to facilitate intracardiac echocardiography guided left atrial appendage occlusion.

Event description:
The article, "inter-atrial septal balloon dilation to facilitate intracardiac echocardiography guided left atrial appendage occlusion", was reviewed. The article presented a retrospective, single center study to evaluate the effect of pre-dilation of the interatrial septum (ias) with an 8mm balloon on the ease of crossing the intracardiac echo (ice) catheter, fluoroscopy time for crossing, and overall procedure time. Devices included watchman flx and amulet. The article concluded that balloon dilation of transseptal puncture (tsp) is safe and is associated with increased efficiency in ice-guided left atrial appendage occlusion (laao) procedures. [The primary and corresponding author was (B)(6)]. The time frame of the study was not reported. A total of 50 patients were included in the study, divided in two groups, conventional vs balloon dilation, with 25 patients in each group. The average age for the conventional group was 79.3 years and the balloon dilatation was 77.3 years. The majority gender for both groups was male. No comorbidities were listed in the article.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.